Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer stem cat#00998201918 lot#63062926, zimmer femoral body cat#00999601835 lot#63855887, zimmer head cat#00801802801 lot#63981285, zimmer stem cat#00998201918 lot#63999084, unknown cone body cat#ni lot#ni. Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05429.

Event description:
It was reported during a hip revision surgery, a zmr stem was put into the patient. The trial cone body was checked for range of motion and when the surgeon tried to get the cone body off, the screw mechanism snapped and cone body was unable to be removed from stem. Cone body and definite stem came out together and body was removed and surgeon didn't try as it would damage the junction. Another stem was put in to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following were updated: b1, b2, b4, b5, d4, d10, d11, g4, h1, h2, h3, h6 d11:zimmer femoral body cat#00999601835 lot#63855887. Zimmer head cat#00801802801 lot#63981285. Zimmer stem cat#00998201918 lot#63999084. Zimmer cone body cat#00999604035 ni lot#62807355. Reported event was confirmed with product return. As returned, the jack screw (subcomponent of the proximal body) is fractured into two pieces. The devices are still locked together by the portion of the jack screw that remains in the proximal body. Review of the device history record(s) for identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.